Event description:
A distributor reported a speaker issue with a customer's pump that was no longer under warranty. There was no adverse impact to the customer's blood glucose level. No corrective actions were taken, and the pump will not be returned due to the expired warranty.